Event description:
Additional information was received that automatic mode switch (ams) was detected on the device, suspected lead damage, and additional provocative testing was performed where the noise was reproduceable.

Event description:
During an in-clinic follow-up, noise that resulted in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. No intervention has been performed. The patient was stable and will continue to be monitored.